Event description:
It was reported that during the implant procedure, there was difficult deploying and no capture on the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.